Event description:
A patient underwent treatment to three vessels. The distal rca, apical lad and left pl arteries received a total of four cypher stents. The lpl showed segments that were greater than or at 50% stenosis, but all of the segments were not treated. At one and six months post index, the patient was hospitalized for observation for chest pain. Seven months post index, the patient was hospitalized for two weeks due to ischemic heart disease. Diagnostic angiography was done, which led to an elective revascularization eight months post index. The event was reported as resolved but with residual effects. Three days following this event, the patient was hospitalized for three days for elective revascularization of the cx, rca and lad.